Manufacturer narrative:
A ge service representative performed an onsite investigation. The monitor plug was repaired. The system was then found to be operating as intended.

Event description:
The customer reported that the image was intermittently completely black. This resulted in a loss of the live image, and the system was rendered unusable. There is no report of pt injury associated with the event.